Manufacturer narrative:
Correction: from the initial report - should have been unmarked as the event was only related to a product problem only. From supplemental #1 - no date was provided for the supplemental and it should have been (B)(6)-2014. Placeholder.

Event description:
Customer reported that the monitor started to smoke.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics at this time has been submitted.

Manufacturer narrative:
No patient information provided in section a as there was no patient involvement during the event. Manufacturing year is 2007. Field service specialist (fss) visited the site after the event. He replaced the power switch. Fss completed a service checklist and calibrated the system to meet amo specifications. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
Placeholder.